Event description:
It was reported that that the patient was experiencing ipg site pain and ineffective stimulation. A lead diagnosis was performed wherein both leads were reported to have multiple impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.